Event description:
Information received by medtronic indicated keypad anomaly and frozen display. The buttons were not working and can't put the insulin pump into storage mode. Self test was no passed. Insulin pump was exposed to moisture. Customer stated crack on the back of insulin pump. Their was no physical damaged to retainer ring . No harm requiring medical intervention was reported. The customer was discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged exposed to moisture/cosmetic damage at the battery compartment found on (B)(6) 2022. Insulin pump received with flashing medtronic logo. Unable to perform the displacement test or self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Flashing medtronic logo due to moisture damage on the electronic assembly. Exposed to moisture confirmed at pcba 1 / pcba 2 / force sensor. Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.